Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device would not load clips. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73k1700567 was manufactured on 10/30/2017 a total of (B)(4) pieces. Lot was released on 11/03/2017. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was received with a bent rotation tab. The returned sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. The returned sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, the clip would not load into the jaws. The trigger appeared to be jammed. The device was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacked on one another which created a logjam of clips. It was also found that the right ratchet ear was broken and the bottom jaw had bent jaw legs. The clips being out of position would other remarks: prevent the clips from properly loading into the jaws and could lead to the damages observed to the device. The sample was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. Based on functional testing, the complaint issue was confirmed. However, it could not be determined exactly how or when the clips became out of position. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips loading issue" was confirmed based upon the sample received. One device was returned. The device was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. Upon functional inspection, the trigger jammed due to the clips being out of position which prevented them from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue.

Event description:
It was reported that the device would not load clips. There was no patient injury.